Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the program #2 appeared to work better . It was on going testing. The patient¿s weight at the time of the event was (B)(6) lbs and height was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the program lost strength after a short time. The patient noted they had been reprogrammed and they were on a trial 2 weeks on each setting. The patient noted they were finishing the 1st setting on (B)(6) and planned to set for 2nd program. The patient noted the patient worked better and they were optimistic. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient called the manufacturer for a reprogram and after that the patient felt he rectum pain. It was reported the patient was seen in the office and the device was turned off. A urine sample was obtained and scheduled for uroflow and follow up. The cause of the issues was reported to be a possible infection and dehydration. It is unknown if the issues have been resolved as the patient had not followed up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Doctor provided the weight of patient at the time of event. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she didn¿t feel her therapy was working. The patient stated she still had bladder incontinence. The patient stated she went to a manufacturer representative (rep) on (B)(6) 2017 to having reprogramming done. The patient noted the day following she was in a lot of pain and discomfort. The patient stated it felt like something was wedged in her lower right rectum. The patient stated when she moved it was like ice was up there and when she walked, it twisted. The patient stated she tried turning it down the day prior to the call and the pain was better. The patient stated she turned it down more to 3.0 v and hurt still there, but it was more comfortable. The patient stated she was concerned it would not help her symptoms anymore. The patient stated therapy helped her for maybe 2 months after she got the implant, but possibly not even that. The patient stated it gradually stopped helping her. The patient stated she met with a rep in 2016 and they did reprogramming. The patient noted it did help some, but it continued to get worse again. The patient noted when she switched to program 2 it was extremely uncomfortable. The patient stated she was on program 2 at 3.8 and the pain was still there, but she isn¿t sure if it was just tender from the weekend. The patient noted it was a lot more comfortable at the time of the call than it was. The patient noted stimulation was too strong when switching programs. Additional information from the patient reported they had notified their healthcare professional (hcp) in (B)(6) then technicians trial flow on (B)(6). The patient reported the steps taken to resolve the lack of therapy was to continue to follow up as to why the computer was not working. The patient noted they turned it off in january to start over after tests. The patient noted their next appointment was on (B)(6) 2017. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.